Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient presented to the clinic for a follow-up. Upon interrogation, the rv lead exhibited low impedances in unipolar mode. The pacemaker was programmed bipolar to resolve the issue. No adverse consequences were reported.